Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a cesarean section procedure, the device sealed properly. But after the procedure, the doctor noticed that there was a 1cm minor skin burn on edge of incision on lower abdomen. She felt that it was caused by the device which she had never seen it before. A topical treatment was done to the burn site. The concern was the device got too hot.